Manufacturer narrative:
In response to FDA report number mw5089401. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is lymphadenopathy. Reoperation has not been scheduled at this time.

Event description:
Patient reported a left side ¿burning pain, pain, breast pain, numbness, enlarged lymph node, lumps determined to be many cysts, widespread itchy rash on lower body, stomach, and back side, worse on lower legs/shins where it is causing thickened/purple skin, fatigue, fatigue that is at times debilitating, flu-like feelings, headaches and blurry vision, depression," and ¿itchy." Patient additionally reported "recurring shingles attacks, muscle twitches, whelps arising in my neck, heavy legs, breast weakness, pustules, inflammatory arthritis in my foot and right finger joints;" these events are not related to the device. Device remains implanted.